Event description:
Follow-up was conducted and from the information obtained it was reported that the long pauses were due to atrial lead dislodgement. The atrial lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: c50a4u, implantable pulse generator (ipg), implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that recently the patient had syncope and was sent to hospital where it was found that the device had long pause of about ten seconds. Physician suspected device or atrial lead problem. The device and atrial lead remain in use. It was also noted that the patient had a dual pacer system implanted, and later had the ventricle lead taken out because of feeling uncomfortable; therefore, the device has been pacing in atrial lead only. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).